Event description:
"1. Was there instrument broke during surgery, were all pieces retrieved from the patient? No. 2. Was there any surgical delay? If yes please indicate the duration . No. 3. Product and lot number of cup. Provided in the original MDR. No longer have the information. 4. Please confirm if cup was also revised? No".

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot: the product investigation found no evidence suspecting an error in the material, manufacturing, inspection or sterile processing that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed. H10 additional narrative:  added: b5.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that patient was working in his garage and bent over, he then heard a pop. Came in to the ER and that indicated to surgeon that the poly had spun out. Upon opening up the wound and getting down to the components the poly liner was no longer locked into the cup. After removal the liner was missing 3 of the 6 anti rotation tabs that fit into the locking scallops on the pinnacle cup. Doi: (B)(6) 2021 dor: (B)(6) 2021 left hip.